Event description:
During remote follow-up, a low defibrillation impedance measurement was observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed during diagnostic imaging. Provocative testing was performed but the low defibrillation impedance measurement was not reproduced. The patient was stable and will continue to be monitored; there were no adverse consequences.